Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was completed by using wireless foot switch. A remote service engineer (rse) checked remotely and confirmed the wired foot switch was working intermittently. The cause of the footswitch failed could be determined by the supplier's part analysis and main suspected failed component of footswitch cv. To resolve the issue, biomed replaced the wired footswitch as instructed by rse. After replacement of the wired footswitch by biomed, the system was working as intended. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the foot switch intermittently failed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.